Event description:
It was reported that a diagnostic anomaly was observed whereby the device voltage was below the normal limit for the elective replacement indicator (eri) but had not triggered eri. A review of session records noted that the eri value set in the device was below the 1% tolerance. The triggering voltage on the device for both eri and end of life (eol) was set at a voltage below the norm. The patient was dependent on the device for normal function so explant of the device was recommended. The device was explanted and replaced successfully. The patient was discharged. The patient was stable with no consequences post replacement.

Manufacturer narrative:
The field complaint of incorrect measurement was not confirmed. The device was received in normal working conditions at the elective replacement indicator (eri) level. Analysis of device image indicated eri flag was not triggered due to voltage being above eri trim value. Further analysis performed exhibited no anomalies and normal device characteristics with battery voltage at eri level. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings.